Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found an error code and the device did not fully boot up. (B)(4)

Event description:
It was reported that the programmer did not work after booting up. The programmer was returned for servicing. There was no patient involvement.

Manufacturer narrative:
Further analysis was performed when the programmer was returned to a different site for the repair. Analysis confirmed the reported error number, the power supply was out of specification. The power supply was replaced. It was also noted that the stylus connector was broken, so the stylus connector was replaced.